Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported she did not feel stimulation. The patient stated she was having issues, it was clarified it was not as effective as in the past. It was noted the patient did not feel stimulation anymore. It was noted the patient wanted to increase stimulation and then maybe pushed the wrong button. It was noted the patient stopped feeling stimulation on (B)(6). It was noted the stimulation was on at the time of the report and the patient was able to increase, however they were still not feeling stimulation. The patient noted they typically felt stimulation at 1.9 v. The patient had increased stimulation to 3.0 on program 2 and still felt no stimulation. The patient noted they had a return of symptoms in the last couple of weeks. The patient was still not feeling stimulation at the end of the call and the patient was to follow up with their healthc are professional (hcp). The patient noted they had trouble changing the settings on (B)(6). There were no further complications that have been reported as a result of this event.